Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). The defective device was returned to livanova (B)(4) for further investigation. At the beginning of the evaluation the reported issue could be reproduced. However after the reported failure occurred once it did not came up anymore. From this moment on, during intense testing, the device worked according to specification and the reported malfunction could not be reproduced or confirmed anymore. No specific root cause could be identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) displayed an error message during priming. There was no patient involvement.